Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, the device was removed and replaced due to sphincter not working correctly.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis, four good faith attempts were made to obtain information. No conclusion can be drawn at this time.